Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip was unable to release from catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating the device was prematurely deployed. Microscope examination was performed, and it was observed that the bushing had hit marks and was deformed. Dimensional examination was performed on the bushing outer diameter, and it was noted to be within specification. A dimensional examination was performed between the hooks of the bushing, and it was observed that side a was within specification while side b was out of specification. The bushing tabs were measured and the measurement was noted to be symmetric. No other problems with the device were noted. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue and when the physician attempted to deploy the clip, the clip did not respond and it could not be deployed normally. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue and when the physician attempted to deploy the clip, the clip did not respond and it could not be deployed normally. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip was unable to release from catheter. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue and when the physician attempted to deploy the clip, the clip did not respond and it could not be deployed normally. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.